Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional later reported "hole on patch near strap of valve," particle in valve," and (not during explant, "cut prior to sterilization to remove saline") device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 05/16/2024.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional reported "hole on patch near strap of valve," particle in valve," and (not during explant, "cut prior to sterilization to remove saline") device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap. ¿ particles in valve: not observed particles in the valve. ¿ use-error: observed opening assessed as surgical damage per rga. As per the investigation procedure creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a5, a6, b1, b5, b6, d4, d9, h3, h6.

Event description:
Healthcare professional reported a right side deflation. Healthcare professional later reported "hole on patch near strap of valve," "particle in valve," and (not during explant, "cut prior to sterilization to remove saline"). Device has been explanted and replaced.